Manufacturer narrative:
Device evaluation summary: the protégé rx carotid stent system was received for evaluation. The protégé rx stent delivery system, (sds), was received with a portion of the stent exposed and flowered. Upon closer examination, it was noted that a portion of the inner guidewire lumen and catheter distal tip were not accounted for. With the aid of microscope, it was determined that the stent was still engaged with the stent retainer. An attempt to deploy the stent was made, the deployment paddle did move and it was noted that the catheter had separated near the distal end of travel for the stainless steel hypotube. Upon closer examination with the aid of microscope, it was noted that the catheter separation exhibited both tensile and torsional stretching along the separation face. The catheter exhibited torsional and stretching deformation within the section of the catheter in which the stainless steel hypotube travels in when deploying the stent. The torsional and stretching deformation is approximately 40mm to 60mm distal of the y-manifold printed strain relief. Approximately 30m of the 40mm stent are deployed. The distal end of the outer sheath was skived and roll cut to allow examination of the inner distal assembly. Approximately 32mm of inner guidewire lumen plus the catheter distal tip were not returned with the protégé rx. The distal end of the inner guidewire lumen appears to be cut perpendicular to the lumen axis with a small degree of fraying. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protégé rx stent for treatment of a lesion in the carotid artery. The target lesion had minor tortuosity, no calcification and 70% stenosis. No issues noted during inspection or preparation. The lesion was pre-dilated with a 4x30 mm balloon. Balloon was inflated once to 6 atm for 3 seconds. 40% stenosis remained after pre-dilation. No friction was experienced with guidewire or guide catheter. It was reported the stent reached the lesion. It was reported that stent could not be deployed. It failed after trying several times. The physician had to remove the delivery system and stent. No complications during removal. A second protégé rx stent was used to complete procedure. No patient injury reported.